Event description:
Ventilator went inoperational. Device alarmed and the therapist intervened and immediately changed the device to a operational ventilator. There was no harm to the pt since it was in nippv mode. Physician notified.